Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal arctic gel pad did not prime. The representative took clinicians through troubleshooting over the phone last week which fixed the issue at the time. The representative told them to call me back if issue persists. But yesterday received an email that arctic gel pad had further issues. It was noted that they had same complaint about the same product, across 2 different hospitals. However, different lot numbers (lot# nggz2622, lot# nggv1829). Per additional information via email from ibc on 10jul2023, it was stated that there was no patient involvement.

Event description:
It was reported that the neonatal arctic gel pad did not prime. The representative took clinicians through troubleshooting over the phone last week which fixed the issue at the time. The representative told them to call me back if issue persists. But yesterday received an email that arctic gel pad had further issues. It was noted that they had same complaint about the same product, across 2 different hospitals. However, different lot numbers (lot# nggz2622, lot# nggv1829). Per additional information via email from ibc on 10jul2023, it was stated that there was no patient involvement.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation of the returned sample noted one opened neonatal arctic gel pad present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Hydrogel was in tact with pad and not separated. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as the reported event is unconfirmed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.